Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported mode switching was seen on telemetry which was incorrectly interpreted as non capture. Non capture was wrongly reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the fifties. There was possible non capture and possible undersensing noted on an electronic transmission on the right ventricular (rv) lead. Low amplitude r waves were also noted. The lead remains in use. No patient complications have been reported as a result of this event.